Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, the video system center had image issues indicating a ¿df connection error¿ and could not use the scope, that caused increased burden on patients and surgeons due to delays. There were no reports of patient harm.